Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-19221. It was reported the pt did not receive enough pain relief from the system and also experienced discomfort at the ipg site. The system was explanted in (B)(6) 2013. Product will not be returned to sjm.